Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic lower anterior resection, the surgeon had a difficult time mating the anvil to the stapler. When the anvil was attached, the device was difficult to close. When the device was finally fired, it only fired partially and left the donut behind.